Event description:
It was reported that the bd microbore extension set experienced spontaneous disconnection. The following information was provided by the initial reporter: the product is not suitable for use because, for example, when rinsing, the syringe pops out, even if it is well inserted in the connector. In addition, when it undergoes a continuous infusion and is carefully attached then it comes off. In addition, various syringes (e.g., luerlock and plain, etc.) Are needed to ensure that the drug and fluid reach their destination.

Manufacturer narrative:
Investigation summary: an mz9277 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20067210. From the information provided by the customer it appears that the customer experienced disconnection of an unknown syringe from the maxzero; no further details of the make and model of the syringe were available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20067210 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz9277 product. Investigation conclusion: a mz9277 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20067210. Further information provided by the customer indicates that bounce-back was observed upon connecting the mz9277 product to a syringe.